Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v858935, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that since a patient had a device implant, she had trouble with completely emptying her bladder. Small dribbles continued for ten or more minutes when going to the bathroom. It was reported the patient had to use pads more. Increasing stimulation helped. They had an appointment scheduled with their healthcare provider. The patient noted possible battery leakage from their programmer. The patient was able to pull up the programming screen after changing the batteries. Stimulation was confirmed on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.